Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The day after the sensor was inserted, the patient had itching and pus, so he removed the sensor. He had consulted his diabetologist, who advised him to wait before contacting his dermatologist. On (B)(6)2020 he consulted the dermatologist, who recommended treating the site with cavilon. No additional patient or event information is available.